Event description:
The patient reported that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing.